Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported by the plaintiff's attorney that on (B)(6) 2010 plaintiff was implanted with the ams miniarc to treat stress urinary incontinence. The plaintiff's attorney alleges that the plaintiff "experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone and will undergo corrective surgery or surgeries" as well as other damages. The plaintiff's attorney also alleged that the plaintiff experienced nerve damage that "lead to debilitating neuromas" and that the plaintiff sustained a "disability."